Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking/jolting sensation as the cat scan she was undergoing was winding down. It was described as a "terrible shock in her upper extremities" and felt the sensation from her shoulders to the tips of her fingers and possibly her chest. She was able to access her programs back and obtained the stimulation as before the cat scan. Further info was requested. See MFR report #3004209178200902976 for previously reported event related to lack of therapy.